Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device was stuck resulting in elevated blood glucose levels. The patient experienced hyperglycemia on the morning of 08/30/2024. The patient's husband delivered an insulin bolus and noticed that the piston rod was stuck. The husband of the patient alleged that the infusion device stopped functioning during the evening of 08/29/2024 and did not display an alert or error message.